Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer was able to fix the connection issue. The customer explained that the station in question had been going off-line every night. The fse placed a call to the technical support center so they could check the hibernation settings. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in critical override and was not receiving any updates. Nurses were unable to view patient information on the station. The customer rerouted the patient information and orders to another station instead. The station appeared offline in remote support service (rss). The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.